Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by I. J. Koh, j.h. Kim, s.w. Jang, m.s. Kim, c. Kim, and y. Ina. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity.¿ product location unknown.

Event description:
Information was received based on the review of the journal article titled, "are the oxford medial unicompartmental knee arthroplasty new instruments reducing the bearing dislocation risk while improving components relationships? A case control study." The medical records and radiographs of 71 patients who underwent 82 oxford mobile-bearing ukas (60 unilateral and 11 bilateral) in the period between may 2011 and may 2014 were selected for retrospective review. It article reported four cases of bearing dislocation. In conclusion, using the updated microplasty system in oxford mobile-bearing ukas reduces the risk of bearing dislocation by enhancing contiguous componentry relationships.